Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 924256 lot# 082215217a. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and confirmed with the hcp. The lot number of the stim loc burr hole cover was provided. The product was to be returned. No further complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_stimloc_acc. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative via a healthcare professional (hcp) regarding patient who was implanted with a neurostimulator for parkinsons dual and movement disorders. It was reported the stimloc screw tip broke when screwing into the skull, and the hcp was unable to screw the stimloc into the skull. The hcp replaced with a new stimloc kit, and the issue was resolved at the time of the report. There were no environment/external/patient factors that may have led or contributed to the issue. The patient's status at the time of the report was alive-no injury. No further patient complications have been reported as a result of this event.